Event description:
In 2009, the pt reported he just received an e4 (occlusion) error on his insulin infusion device while attempting to bolus. He said he has had frequent occlusions over the past 4 weeks and as a result, he has had evaluated blood glucose readings up to 400 mg/dl. To troubleshoot, the pt was instructed to disconnect the infusion set tubing from his headset and prime which he did without error. He stated he did not have time to change his infusion headset now, but stated he would do so later. He stated he will take an injection of insulin or the remainder of his bolus. Infusion set selection was discussed with the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.